Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported bend was confirmed as a kink. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In this case, it is possible that interaction with the anatomy or aggressive manipulation during insertion contributed to the bent sheath. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device via a 6f sheath using the pre-close technique prior to a transfemoral transcatheter aortic valve implantation (tf-tavi) procedure. Reportedly, the first proglide device kinked during advancement and was, therefore, removed. A second proglide suture was successfully pre-placed. The suture of the third proglide did not capture the artery and came out with the plunger. A fourth proglide suture was placed. The sheath was upsized to 14f and the tf-tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.